Manufacturer narrative:
(B)(4). Returned test strips evaluated with no defect found. Meter not returned for evaluation. Most likely underlying root cause of malfunction: user applied blood to strip before inserting strip into meter. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. Recall #FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for e-3 error. The customer is feeling well at this time. The e-3 appeared after the blood is applied to the test strip. The test strips were open 3 months ago. The customer stores the strips in his room but did leave the stripout of the vial too long. The customer has left the container of test strips open on and off for the past 3 months ((B)(6) 2015). The customer does not store the products in high humidity areas. Customer open a new vial of test strip (ps2540) and performed a blood test-104mg/dl.